Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent became dislodged when exchanging guiding catheters and withdrawing the delivery system from the pt, intravascular ultrasound confirmed the stent in the mid right coronary artery. An attempt to retrieve the stent with two guide wires was unsuccessful. The pt's condition declined. A portion of one of the guide wires used for the retrieval attempt broke off in the right coronary artery. The pt was sent for emergency surgery.